Event description:
Customer reported that they replaced the reagent cartridge on the instrument on (B)(6) 2014 at 23:00 and ran an external quality control material and did not get any results. Then the customer reported that they ran 4 patient samples which ad pc02 results and the results were reported. Automatic quality control (aqc) was run at 06:00 am and all results were in range, including pc02. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the event log and observed a d2 error code on the pco2 calibration, but the calibration was cancelled. The customer should not have run pt samples when quality control result for pco2 was not available on instrument. This event has occurred due to an operator error.